Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing indicated that the position potentiometer was fractured off of its mountings. The position potentiometer was replaced. After repair, the device was found to pass all delivery, accuracy and functional tests.